Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of eroded vaginal mesh on (B)(6) 2009. The patient underwent excision of vaginal scar tissue- no removal of mesh on (B)(6) 2011. The patient underwent removal of vaginal mesh on (B)(6) 2012 due to eroded vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/29/2016. (B)(4). It was reported that the patient underwent extensive transvaginal urethrolysis, anterior vaginal wall reconstruction, and abdominovaginal exploration of retropubic space for mesh removal on (B)(6) 2014, by (B)(6), due to mesh eroding from vagina mucosa. On (B)(6) 2016: transvaginal urethrolysis, autologous fascia lata sling, cystoscopy, and botox injection to left ilioinguinal nerve. On (B)(6) 2016: ilioinguinal nerve botox injection. It was reported that following insertion the patient experienced ilio-inguinal nerve pain, problems urinating, cannot empty bladder completely, urinary tract infection, urinary urgency and frequency.

Event description:
Details: it was reported that the patient underwent extensive transvaginal urethrolysis, anterior vaginal wall reconstruction, and abdominovaginal exploration of retropubic space for mesh removal on (B)(6) 2014, by (B)(6), due to mesh eroding from vagina mucosa. On (B)(6) 2016: transvaginal urethrolysis, autologous fascia lata sling, cystoscopy, and botox injection to left ilioinguinal nerve. On (B)(6) 2016: ilioinguinal nerve botox injection. It was reported that following insertion the patient experienced ilio-inguinal nerve pain, problems urinating, cannot empty bladder completely, urinary tract infection, urinary urgency and frequency.